Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed with magnification and loose particulate matter was found inside the wall of the inner pouch. The particulate matter was identified as silicone glue. The particulate was measured and determined to be outside of product specifications. The reported problem was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the inner pouch of a vascular probe. The pm was observed during incoming inspection and before patient use. There was no patient involvement. No additional information is available.